Manufacturer narrative:
Analysis found that the reported event of no pacing output and high pacing impedance was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Sensing, high voltage output, patient notifier was tested and no anomaly was detected. The cause of the field event is an integrated circuit u1 anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital due to unrelated issues. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited loss of pacing output and high pacing lead impedance on the right ventricular channel. High voltage measurements were in normal range. On (B)(6) 2019, the device was explanted and replaced. Patient was stable.